Event description:
It was reported that a patient, (B)(6) year old, male, underwent an atrial fibrillation (afib) procedure with an ez steer coronary sinus catheter and suffered a cardiac tamponade and two days later, the patient expired. The event occurred during the ablation phase. After ten firings (3 minutes of radiofrequency, power max 20w, shots made at the auricular ostium and at the ostium of the left superior vein), there was a tamponade noted. The overall time for ablation at the site of the injury was 95 seconds. The last ablation cycle time at the site of the injury was 24 seconds on the left superior pulmonary vein ostium. The generator was set to temperature control mode at 45 degrees maximum and power maximum of 20w. The power was not titrated during the ablation. The nmarq was used with irrigation at 60ml/min. There was no error message observed on the biosense webster equipment during the procedure. A thoracotomy was made and a drain was placed. There was a transseptal puncture performed with a st. Jude slo 8.5 fr (medical ref (B)(4)) and heartspan ((B)(4)). The sheath used was the st. Jude agilis ((B)(4)) 8.5 fr. The act was maintained at 300-350¿s. The patient expired on (B)(6) 2015 of a bronchial hemorrhage. The exploration of the oesophagus does not show any abnormality. There was no malfunction of the devices during the procedure. The physician¿s opinion regarding the cause of this adverse event is that the death was not related to the tamponade as one day after the procedure, the patient was fine. The hemorrhage happened two days after the procedure . He said that there was no correlation with bronchial and the heart . They did an esophageal endoscopy and no injury was found.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1.carto 3 system: model #: m-4800-01, serial #: (B)(4). 2.nmarq generator: 3.circular ablation circ loop catheter, model #: d-1322-14-s, lot #: unknown. 4.non bwi - heartspan ref (B)(4). 5.non bwi - st. Jude slo 8.5 fr (medical ref (B)(4)). 6.st. Jude agilis sheath ((B)(4)) 8.5 fr. (B)(4).